Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturers investigation and to inform correction on section b5 and the device return evaluation results submitted on the initial MDR report. Correction- the initial MDR report submitted for the patient identifier (B)(6) (na-u403sx-4019 kr257487) was ¿sheath separate from the hub.¿ this supplemental corrects that report. The correct information is that the patient identifier (B)(6) belongs to ¿did not deploy¿ issue. In addition, the device return evaluation results reported to complaint patient identifier (B)(6) sheath separate from the hub and not belongs to ¿did not deploy¿ issue. Reiterated: device return evaluation for patient identifier (B)(6)184 belongs to "sheath separate from the hub" issue. Device return evaluation for patient identifier (B)(6) belongs to "did not deploy¿ issue. The following is the updated results of the device return evaluation including the final legal manufacturer final investigation: the returned device was inspected. A visual inspection on the received condition found minor restriction with the needle tip while the slider from the handle side was manipulated. However, the needle tip fully extended out from the insertion portion sheath. The needle was noted bent below the metal protector boot, causing the minor resistance with the needle tip. Additionally, the stylet wire got stick and could not be removed from the aspiration port at the handle side. The stuck stylet wire was more likely due to the bent needle. A cut/tear on the insertion portion sheath at the distal end was also observed. There were no other damages/issues observed with the device. Device history records were reviewed and showed the product met all specifications upon release. Based on the investigation, the reported complaint could be attributed to a bent needle. The observed defects/failures were likely caused by forcing the device through resistance and/or angulation. Page 13 of the device IFU (pn0008807_ah) addresses this: "do not force the instrument if resistance to insertion is encountered. Confirm the endoscope is straight and in the neutral position. Attempting to force the instrument could cause patient injury, such as perforation, bleeding, or mucous membrane damage. It could also damage the endoscope and/or the instrument." Also, on page 12 of the device IFU, it says: ¿do not angulate the bending section of the endoscope abruptly while the needle is inserted into the instrument channel of the endoscope. This could cause patient injury, such as perforation, bleeding, or mucous membrane damage.¿ olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The initial medwatch incorrectly reported the site registration number. The site registration number is 3011050570.

Manufacturer narrative:
Follow ups were made to gather additional information regarding the event reported, however, were unsuccessful , no response is received from the customer. The subject device however was returned for evaluation. Evaluation of the returned device for the reported issue of "sheath separate from the hub " , the following were noted : a visual inspection upon the received condition was performed and was able to observe the insertion portion sheath detached from the metal protector boot . In addition, severe kinks/damage to the detached insertion portion sheath was observed. Furthermore, evaluation found the insertion portion coil sheath from the distal end side was bent. The detached/damage insertion portion sheath cause the needle tip to not extend from the insertion portion sheath. No other damages with the device observed. Based on evaluation findings, the device insertion portion sheath detached from the metal protector boot and the coil sheath from the distal end side was bent. The reported issue of "sheath separate from the hub" was confirmed. Supplemental report(s) will be submitted should any relevant new information is available and or received. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Company representative reported of two failed device . One failed due to "didn not deploy" issue and the other failed "sheath separate from the hub" issue. These two issue reported occurred on the same model with the same lot ( model na-u403sx-4019 , lot kr257487). No harm was reported. No patient harm, no user injury reported due to the event. The event reported includes two reports to capture the two reported issue. Report with patient identifier (B)(6) (na-u403sx-4019 kr257487)- did not deploy issue. Report with patient identifier (B)(6) na-u403sx-4019 kr257487- sheath separate from the hub issue. This report being submitted is for report with patient identifier (B)(6). Na-u403sx-4019 kr257487- sheath separate from the hub issue.